Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 539 mg/dl. Customer stated they have bolused for their blood glucose. The customer also reported receiving calibration error alarms on their sensor. The customer also stated a bad sensor alert occurred. The customer was advised to remove their sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.